Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number hure0853 implanted to repair a hernia defect. On (B)(6) 2009: the patient underwent surgery to remove mesh and repair a ventral incisional hernia. On (B)(6) 2010: the patient underwent an additional surgery to repair recurrent incisional hernia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch is defective.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, bowel obstruction, granuloma, inflammation, fibrosis, adhesions, abdominal pain and thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesion as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007, the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number hure0853 implanted to repair a hernia defect. On (B)(6) 2009, the patient underwent surgery to remove mesh and repair a ventral incisional hernia. On (B)(6) 2010, the patient underwent an additional surgery to repair recurrent incisional hernia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch is defective. Addendum per additional information provided: on (B)(6) 2007, patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "two hernia defects could be located and fascial defects were sutured. A composix kugel mesh was fit under the fascia preperitoneally and anchored with fascial staples." On (B)(6) 2009, patient was diagnosed with incarcerated large ventral recurrent incisional hernia and abdominal pain thereby underwent exploratory laparotomy with removal of composix kugel mesh and implant of synthetic mesh. Per operative notes, "a large hernial sac was identified and dissected. The defect was measured and there were some intraabdominal adhesions, but detailed enterolysis was not undertaken. The patient had a prior small bowel follow through without obstruction. A synthetic mesh was sowed into the defect and sutured." Attorney alleges that the patient had bowel obstruction, hernia recurrence, pain, removal surgery and emotional injuries.